Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. Note: the device manufacturer date for the reported meter serial number is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's daughter) reported that prior to going to sleep, the customer attempted to check her blood sugar with her adc blood glucose meter. Due to missing segments on the meter's screen, the customer could not read the result properly. She reportedly treated herself thinking that she saw an unspecified high reading on the screen. At 4:30 am on (B)(6) 2016 the customer experienced difficulty standing up and talking, and her daughter called for an ambulance. Paramedics checked the customer's blood sugar and obtained a reading of 40 mg/dl, and took her to a hospital for treatment. The customer was diagnosed with hypoglycemia and treated with an intravenous glucose solution. She was discharged at 10:00 am and advised to check her blood glucose 2 hours before and after consuming food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
A tripped trend review was performed for the reported complaint and xceed meter. The review showed no trips were observed. The useful life of the xceed meter is 5 years. As the manufacturing date of this product is before 2010, and the case awareness date is (B)(6) 2016, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller (customer's daughter) reported that prior to going to sleep, the customer attempted to check her blood sugar with her adc blood glucose meter. Due to missing segments on the meter's screen, the customer could not read the result properly. She reportedly treated herself thinking that she saw an unspecified high reading on the screen. At 4:30 am on (B)(6) 2016 the customer experienced difficulty standing up and talking, and her daughter called for an ambulance. Paramedics checked the customer's blood sugar and obtained a reading of 40 mg/dl, and took her to a hospital for treatment. The customer was diagnosed with hypoglycemia and treated with an intravenous glucose solution. She was discharged at 10:00 am and advised to check her blood glucose 2 hours before and after consuming food. There was no report of death or permanent injury associated with this event.